Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the check vent: oxygen device failed (e/c 1111) occurred. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
The manufacturer¿s international service technician confirmed the reported e/c 1111 (oxygen device failed) issue. The manufacturer¿s international service technician replaced the oxygen solenoid valve to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. The customer returned oxygen solenoid valve had debris stuck inside which caused oxygen to leak. This caused e/c 1111 to occur and the failure of the oxygen flow accuracy test. It was not possible to completely remove the debris but a partial removal showed to reduce the leak and, while still failing the o2 flow test, to improve the test results. '